Event description:
It was reported that the pump battery depletes too fast, though it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to uninstall and reinstall the mobile app and to follow up if battery depletion exceeds 35% per day, and they understood and acknowledged these instructions.